Event description:
It was reported that a patient underwent an elbow revision procedure due to a loosened humeral stem with a fractured humeral screw. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Unknown humeral stem cat#ni lot#ni. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 02238.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No photos were provided of the humeral screw. As the device was not returned, visual analysis could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.